Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device actually malfunctioned/separated. Device is an instrument and is not implanted/explanted. (B)(6). Device history records was conducted. The report indicates that the DHR review for part#357.372 lot#6410076, release to warehouse date: june 18, 2010, manufactured at synthes brandywine facility no ncrs were generated during production. "(B)(6) reported that the quantity two (2) of the helical blade inserter are falling apart during surgery" as debris found in i.d. Is not related to a device "falling apart". Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the quantity two (2) of the helical blade inserter are falling apart during surgery. The malfunction occured during a trochanteric nail insertion. There is no additional information. This report is 1 of 1 for (B)(4).